Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of two (2) 2.5mm couplers were not aligned. This was identified after deployment of the couplers during an intraoperative procedure. This event was further described as right side, then left side "misfired". New couplers were used to continue the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.